Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and magnetic sensor functionality test of the returned device were performed. Visual inspection was performed and the pebax component was observed broken (hole) and in a white condition. The device was connected to the carto 3 and error 402 and spinning icon were observed due to a printed circuit board (pcb) issue. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The spinning icon and the observed error could be related to the recognition issue reported by the customer, therefore, the customer complaint was confirmed. The potential cause of the pcb issue and broken pebax condition cannot be determined. The white pebax condition may be due to usage after the device and was damaged during the procedure; however this cannot be established. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. Verify that metal objects have not been introduced into the field. Verify that the fluoroscopy detector is not too close to patient's chest. If it is, raise its position. Verify that the fluoroscope tube is not too close to the location pad. If it is, raise the table, or change the fluoroscope position so that the tube is farther away from the location pad. Verify that the handle of the catheter or the eco cable, connected to the map socket, are at least 30 cm from the location pad. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: software problem identified (c10) and incompatible component/ accessory (c0402) / investigation conclusions: cause traced to component failure (d02) / component code: circuit board (g02005) were selected as related to the customer reported recognition issues. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the broken pebax identified by the bwi pal. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter for which biosense webster¿s product analysis lab (pal) identified a break (hole) in the pebax.. It was initially reported by the customer that catheter was not recognized on the ngen or the carto 3 system and the dongle's light was red. The cable was replaced with no resolution. When the catheter was replaced, the issue was resolved. There was no patient consequence. The customer's reported recognition issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 28-jun-2024, the bwi pal revealed that a visual inspection of the returned device found the pebax component was observed broken and in a white condition. These findings were reviewed and assessed the issue of a ¿break (hole)¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.